Manufacturer narrative:
Reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 98 machine, the venous pressure transducer connector dislodged but the venous pressure alarm was not triggered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was revaluated on site by a qualified technician. A visual inspection of the venous pressure port and tubing did not reveal any defect. Functional tests, simulated treatment and calibration were performed and successfully passed. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.